Event description:
It was reported that after visual inspection of the device mi trial fem head 36 -3 it was confirmed that one of the tabs broke off the device, rendering it inoperable.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the return product confirms multiple scratches burrs and deep gouges in the plastic on the outer and inner surface of the trial. Also the visual confirms two of the inner tabs are broken off, confirming the stated failure mode. The broken pieces were not returned. The date of manufacture is unknown for this part. This device shows signs of excessive wear/usage. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.